Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Unknown foreign material was coming out from the suction cylinder due to insufficient or incorrect reprocessing. The connecting tube was crumpled. The screen was partly dark due to scratched charge-coupled device lens. There was a gap at the adhesive part of the bending section cover. Switch one (1) was cut off. The angulation in the up direction was out of standards due to a worn angle wire. The gap of the up/down knob was out of standards due to a worn angle wire. The insertion quantity was out of standards due to crumpled part of the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the gastrointestinal videoscope had debris in the channel. The issue was detected during preparation for use. The intended procedure was completed with a similar device with no surgical delay. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. The following is included in the instructions for use/ reprocessing manual: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.